Manufacturer narrative:
(B)(4). Date sent: 5/17/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There were no changes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG procedure that surgeon used the stapler on the left atrial appendage and once the device was opened it was seen that the staples were unformed and goal post shaped. The staples were picked out of the tissue and the cut line was then over sewn. This added about fifteen minutes to the procedure.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 850c89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a vasecr35 reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Device history review: a manufacturing record evaluation was performed for the finished device batch number 850c89, and no non-conformances were identified. Additional information was requested and the following was obtained: surgeon had a 6 vessel bypass on sunday (B)(6) 2024. He is used to using the pvs stapler on the atrial appendage. He fired the stapler across the appendage, said everything felt and sounded like it usually does. When he opened the stapler, the appendage was cut by the knife blade but all of the staples were goal posts. None of them formed ¿b¿. He had to over sew the cut line with suture. Does the surgeon always take appendage together? Yes. Does the surgeon currently use the stapler for this procedure? No longer. Was the entire appendage approx. To cut line? Yes. Waited 15 seconds to firing? Yes. Spent reload look normal? Yes.